Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were not able to exit preparing to prime loop. Customer¿s blood glucose was 201 mg/dl at the time of incident. Troubleshooting was performed. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer stated that the numbers on her insulin pump did not up when she holds down act to fill her tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).